Event description:
It was reported that the patient was in an atrioventricular nodal re-entry tachycardia (avrnt), and device therapy was appropriately withheld. The p-r interval then changed, and the rhythm was detected as fast ventricular tachycardia (fvt). Anti-tachy pacing (atp) was inappropriately provided, which accelerated the rhythm to ventricular tachycardia (vt) in the vf zone. One shock was delivered successfully. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.